Event description:
Follow-up with the patient's healthcare provider reported that the infection developed four months post-implant. The location of the infection was at the device pocket and a culture was obtained from the device pocket. The type of organism cultured was staph aureus. It was noted that perioperative antibiotics were administered and the patient had symptoms of drainage. It was noted that the patient was treated with both IV and oral antibiotics and had a total device system explant. The patient outcome was still ongoing but had no drug withdrawal.

Event description:
It was reported the patient¿s entire system was explanted due to infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# va04hzg, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3487a-45, lot# va04hzg, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: extension. (B)(4).